Manufacturer narrative:
This report is submitted on september 04, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site (B)(6) 2018 (specific date not reported). Additional information has been requested but not made available as of the date of this report.